Event description:
Patient's battery is ifi-yes and patient has been referred for battery replacement. The previous increase in seizures as occurred over the past few months and they were playing with the medications.

Event description:
The patient underwent a prophylactic generator replacement on (B)(6) 2016. The device was discarded and is not available for return.

Event description:
It was reported on (B)(6) 2015 that the patient has an increase in seizures. The physician is concerned that the battery is getting low. A battery life calculation was not able to be performed as there was no programming history available. Attempts for more information have been made but have been unsuccessful to date.